Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not deliver a shock properly via m4742a internal paddles during open-heart surgery. There was no harm to the patient as a result of the failure to discharge via internal paddles. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device did not deliver a shock properly via m4742a internal paddles during open heart surgery. There was no harm to the patient as a result of the failure to discharge via internal paddles. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. During open heart surgery after the patient had been on a heart lung machine the internal paddles were being used to restart the heart as part of the open heart surgery procedure. The customer used the first set of m4742a internal paddles which did not work. They switched to a different set of internal paddles and delivered the shock to the patient. The customer reported that there was no harm to the involved patient. This is being reported as a serious injury as the user needed to take action to prevent injury by using a second set of internal paddles. The defibrillator and internal paddles were evaluated by a philips authorized service provider (asp) and the internal paddles were determined to be faulty. The date code of the internal paddles used is (B)(6) 2015. The asp confirmed that the internal paddles were not tested prior to use as directed in the m4742a instructions for use (IFU). "Do not run operational check with internal paddles attached. Perform a weekly shock test to test internal paddles." The customer has switched to using a recently purchased set of m4742a internal paddles and the involved internal paddles will be discarded. The device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
H.10. Customer refused to provide the age, weight and gender of the involved patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.